Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable inr results for multiple patients tested on coaguchek xs pro meters compared to the laboratory method of recombiplastin 2g on a werfen acl-top. From the data provided for 44 patients, a reportable malfunction was provided for 8 patients. The serial numbers for the coaguchek xs pro meters were not known as multiple meters were used. There was no allegation of an adverse event. The meter and test strips were requested for further investigation. The test strips were returned. The returned test strips were measured with the retention meter in comparison with the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Macumar 3 master lot strips on reference meter 2.4 inr, customer strips on reference meter 2.5 inr. Macumar 4 master lot strips on reference meter 7 inr, customer strips on reference meter >8 inr. Returned customer material and retention material comply with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.